Manufacturer narrative:
Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle resulted in needlestick injury - post use and safety shield failure. The following information was provided by the initial reporter: the customer experienced a "defective locking mechanism that resulted in a dirty needle stick when using product." "Per that facility phlebotomy technician during blood draws the needle on the safety cap is exposed, causing the phlebotomist to endure a finger stick on hazardous waste."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle resulted in needlestick injury, post use and safety shield failure. The following information was provided by the initial reporter: the customer experienced a, "defective locking mechanism that resulted in a dirty needle stick when using product." "Per that facility phlebotomy technician during blood draws the needle on the safety cap is exposed, causing the phlebotomist to endure a finger stick on hazardous waste."